Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in italy. According to information, the complained device is upgraded, used and cleaned as per IFU and placed outside the room. Information of the results post-cleaning have been provided. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the routine pre-disinfection sample of a heater-coolersystem 3t (sampled on (B)(6) 2022, results obtained on (B)(6) 2022) positive report was received for mycobacterium chimaera. There was no patient involvement.

Manufacturer narrative:
H10: through follow-up communication under previous complaint from the same customer, livanova learned that the device was cleaned regularly as per instructions for use and that it was placed outside the operating theater during use. Reportedly, the h2o2 monitoring is applied as per instructions for use and a pall filter is used for tap water. Patient reusable blankets are not used and device is reportedly maintained as per instructions for use. Despite no evident or systematic deviation from device instructions for use could be identified in this specific case, however, the source of contamination is most likely related to location where device is used/stored.

Event description:
See initial report.